Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that the customer had emergency room visit due to high blood glucose. No blood glucose reading provided. Customer stated that the blood glucose was going high and did not come down. Customer changed the sire and it did not make any difference. Customer was wearing the insulin pump during the emergency room visit. Customer declined to troubleshoot. No further information provided.